Event description:
It was reported that during original implant of this inflatable penile prosthesis (ipp), it was noted that the right cylinder of the ipp during the test inflate would not deflate at all. It was explanted out of the corporal bodies and did another inflate test and it continued to show that the right cylinder was not deflating while the left was normally. The device was replaced. No patient complications were reported.